Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. Subsequently, a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Subsequently, resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose was 461 mg/dl.